Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that chronic low rv sensing was observed. Programming changes were made. Lead replacement is planned at the time of eri. The patient was stable and will continue to be monitored.